Event description:
It was reported that an external fluid leak was observed between the filter and the "duct connecting with effluent line" of a prismaflex st100 set. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed a leak at the connection of the set filter and the effluent port. The specific defect that allowed the leakage was not visible in the video. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leak was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.